Event description:
It was reported that the patient was brought in for an office check after transtelephonic monitoring showed no capture. The bipolar threshold was 2.75 v, unipolar was 2.0 v. The bipolar lead impedance was >2500 ohms, unipolar 297 ohms. The device was programmed to the unipolar configuration.